Event description:
It was reported that the physician implanted a helex septal occluder in 2008 to close a pfo (patent foramen ovale). No balloon sizing at implant was performed. In a review of the implant fluoroscopy images, the physician stated that the device appeared to be unequally deployed, with a portion of the right disc in the left atrium. At a six month follow-up visit, fluoroscopy images showed that the device had embolized to the aorta at the level of the iliac arteries. On seven months later, the device was removed in a transcatheter procedure and a competitor device was implanted. The patient was doing well from the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unequal deployment of the occluder in the septum contributed to the event.